Event description:
It is reported that during an atec procedure on (B)(6) 2024, the user indicates that difficulties occurred during a breast biopsy. It is reported that the saline bag ran out of saline and the tech proceeded to change the saline bag; however, when the saline bag was replaced, it did not work. The reporter indicates that the new saline bag did not flush the saline in the tubing; therefore, the radiologist was not able to get all the specimen out of the tubing. No further information is available at this time.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Maude report (B)(4).